Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking from the infusion set y-site was inconclusive as no physical sample was returned for evaluation. The product returned for evaluation was nine unit labels for 20ga x 0.75¿ safestep infusion sets. The associated devices were not returned for evaluation. A review of similar complaints from the same facility, where physical devices were returned, concluded that a bead of fluid had formed on the blue y-site valve, and a warning regarding this type of event is provided in the IFU. The product IFU states, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿. This same circumstance was not able to be confirmed for this complaint record as the implicated physical devices were not returned. A lot history review (lhr) of asczs0108 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number (asczs0108) have been reported from the same facility.

Event description:
It was reported that the huber needle y-site was leaking. It was stated leaking was noted on nine devices with the same lot number. This report addresses the seventh device.